Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call the insulin pump had a blank display. The customer¿s blood glucose was 150 mg/dl at the time of incident. Customer stated that the insulin pump display returned after a new battery was used. No significant events leading to the issue was observed. Customer also reported that the insulin pump was exposed to a direst sunlight and the black screen did not stabilize at room temperature. The customer was advised to discontinue use of pump and revert to back-up plan. The insulin pump is not expected to return for analysis.

Manufacturer narrative:
Device power up properly after battery installation. No blank display noted. However, device received with missing segment or partial display, problem isolated to lcd board. Unable to perform self-test, operating current, a21 error test, self test and displacement test due to missing segment.